Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, omsc determined that the contact failure occurred because the lock mechanism of the video connector socket became loose due to the user's handling such as pulling out the video connector without pushing down the locking lever. As a result, communication with the endoscope may have failed and the scope communication error b30 may have been notified. The instruction manual provides preventive measures against reported video connector socket failures. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) co., ltd. For evaluation. (B)(4) inspected the device and confirmed the following: the scope communication error b30 occurred due to a failure of the video connector socket, and the endoscopic image was not displayed. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the procedure, the scope communication error b30 occurred continuously. Error code b30 means that the video system center cannot communicate with the endoscope. There was no report of patient injury associated with the event.